Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was returned to the manufacturer for evaluation. Based on the sample returned it could be confirmed that the stent could only be partially deployed. Potential factors that could have led or contributed to the reported issue have been evaluated. Therefore, previous investigations of similar complaints have been reviewed. In this case a difficult patient anatomy or a challenging placement may have caused or contributed to the reported issue. Insufficient flushing of the device prior to use or insufficient pre dilation may be contributing factors. In this case no indication for use if device incompatible accessories were found and the device was flushed prior to use. Based on the evaluation of the sample returned, the reported partial stent deployment was confirmed. However, a definite root cause for the reported issue could not be determined. Labeling review: in reviewing the relevant labeling it was found that the instructions for use sufficiently address the potential risks. The instructions for use states: "if excessive force is felt during stent deployment, do not force the delivery system. Remove the delivery system and replace with a new unit." Regarding preparation the instructions for use states: "flush the inner lumen of the device with saline prior to use."; "predilation of the lesion should be performed using standard techniques." And "gain femoral access at the appropriate site using a 6f (2.0 mm) or larger introducer sheath. Insert a 0.035 inch (0.89 mm) diameter guidewire of appropriate length (see table) across the lesion to be stented via the introducer sheath." H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent stent system products that are cleared in the us. The pro code and 510 k number for the lifestent stent system products are identified in d2 and g5. H10: d4 (expiry date: 03/2021), g3 h11: h6 (result, conclusion) h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a stent placement procedure, the stent allegedly opened partially and became stuck. It was further reported that the physician pulled the system out and used another stent to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer, and the evaluation is still pending. The investigation of the reported event is currently underway. The catalog number has not been cleared in the u.s., but is similar to the lifestent stent system products that are cleared in the u.s. (Expiry date: 03/2021).

Event description:
It was reported that during a stent placement procedure, the stent allegedly opened partially and became stuck. It was further reported that the stent was removed and another stent used to complete the procedure. There was no reported patient injury.